Event description:
The dealer stated the chair stopped. He pulled the fault log and had several 200 codes recorded. Tech services advised the provider to check the batteries. Then the provider stated the chair is pulling to the left. (B)(4).